Event description:
It was reported the catheter separated during the procedure between the outer lumen (black) and the curve (gray); wires are visible. There was no reported pt injury.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the analysis has been completed, a follow-up medwatch report will be submitted.